Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test. Unit was programmed with correct time and date. Unit was monitored or 2 days and no unexpected bolus delivery or bolus anomaly was noted. Unit was downloaded to care link successfully. No care link report anomalies noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with pump. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. Customer was advised that pump will be replaced.